Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer called stating when changing the reservoir she was taking out the old reservoir and there was a washer that came out with the reservoir and she stated it's not the o-ring that is inside of the reservoir, it's actually a piece on the pump. The customer stated since this happened she noticed that the insulin fills the tubing faster when going through the prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5. Pump received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.